Event description:
It was reported patient has several issues with the healing abutment coming loose and his general dentist concluded it was unstable threads internally. Tooth 30. Screw continues to come unscrewed, unstable threads internally.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3tapered implant 6/5 x 10mm (bopt6510) was returned for investigation. However, certain bellatek titanium abutment 4.1mm (iiat4) was reported but not returned. Visual evaluation of the as returned product identified damaged internal threads and bone residue around the external threads due to usage. Additionally, the external threads and platform were damaged possibly during removal. Functional testing was performed. The implant was unable to assemble with an in-house mating cover screw since the threads were damaged. No pre-existing condition was noted on the per. The device was intended for tooth # 30 (unknown notation system). X-ray & picture evaluation: x-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lots (2016091037 & 8385435-1) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016091037) for similar events and no other complaint was identified. Complaint history is not reviewed for psp products (lot: 8385435-1) since those are manufactured for specific patients. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur for the implant and the reported event was confirmed. However, device malfunction could not be verified for the abutment since it was not returned.